Manufacturer narrative:
Additional information: right atrial lead added with therapy date, should have add right ventricular lead concomitant product with therapy date.

Event description:
Related manufacturer reference number: 2017865-2019-12701. New information received notes the right atrial lead also exhibited loss of capture as well as chronically low, out-of-range pacing impedance. The patient presented with shortness of breath and programming changes were performed. The patient weight was (B)(6).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further investigation will not be required as the device has not been returned.

Event description:
Related manufacturer reference number: 2017865-2019-12636. It was reported that the patient presented via remote transmission. Upon review, the pacemaker and right ventricular lead exhibited loss of capture on automatic mode switch episodes. No intervention was performed. The patient exhibited no adverse consequences.